Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and g2. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected and repaired by a third party evaluation team. The customer's allegation could not be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the log file review noted the pump flow drop to 0.6 lpm with pump power decreasing to 2.9w on (B)(6) 2024 at 07:18:52. The periodic log file ended on (B)(6) 2024 at 10:28:52 with the pump flow at 0.0lpm and pump power at 2.6w and pulsatility index (pi) at 2.2. The event log file ranges from 07:47:01 to 10:10:57 on (B)(6) 2024 with the driveline disconnected. During this time, the flow decreased from 2.5 to 0.0lpm with pi less variable and power remained low. Adjustments to the set speed was noted. The patient passed away, an autopsy was being conducted on the patient and the pump would be explanted to be returned. Both the patient's system controllers would also return. The physician noted that the at approximately 7:18 am there was an immediate drop in flow, as well as a reduction in power, and motor speed. Based on the physician's interpretation there appeared to be a possible pump stoppage or a significant obstruction leading to pump malfunction. It was reported that the patient passed away on (B)(6) 2024 due to a cardiac event and ventricular tachycardia. The outcome was considered device or therapy related.